Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving higher readings on his adc blood glucose meter compared to an hcp meter. Customer doesn't know when the issue started, but mentioned that on (B)(6) 2017 he performed a test on his adc meter and received a reading of 152 mg/dl compared to a reading of 113 mg/dl on his doctor's meter. Customer further reported that on an unknown date (customer cannot recall), he was talking with someone and then "felt sweaty" and was "shaking very hard¿. Customer¿s wife gave him a glass of orange juice and took the customer to an emergency room. At the ER the customer¿s blood was tested with a result of 66 mg/dl, and he was diagnosed with hypoglycemia. The customer was given an unspecified injection, a can of soda to drink, and an unspecified tablet. Customer reported that his blood glucose was tested prior to being released with a result of 96 mg/dl. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. In addition, retained test strip samples from the same lot reported by the customer (4500167939) were tested with control solution instead. All results were within the range specification and no errors were observed.

Event description:
A customer reported receiving higher readings on his adc blood glucose meter compared to an hcp meter. Customer doesn't know when the issue started, but mentioned that on (B)(6) 2017 he performed a test on his adc meter and received a reading of 152 mg/dl compared to a reading of 113 mg/dl on his doctor's meter. Customer further reported that on an unknown date (customer cannot recall) he was talking with someone and then "felt sweaty" and was "shaking very hard¿. Customer¿s wife gave him a glass of orange juice and took the customer to an emergency room. At the ER the customer¿s blood was tested with a result of 66 mg/dl, and he was diagnosed with hypoglycemia. The customer was given an unspecified injection, a can of soda to drink, and an unspecified tablet. Customer reported that his blood glucose was tested prior to being released with a result of 96 mg/dl. There was no report of death or permanent injury associated with this event.